Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. Promus element plus, mr, ous 3.0x24mm stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the catheter batch/serial number. A visual and tactile examination found that the struts in the centre were damaged, kinked, distorted and some lifted from the crimped profile. It is likely the damage occurred during attempts to cross a lesion site that was more than 80% blocked. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the manifold was not returned. There was a hypotube break at 1440mm from the end of the distal tip. There were several hypotube kinks noted along the catheter shaft. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking as a result of trying to cross a blocked lesion. A visual and tactile examination found no issues with the profile of the shaft. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-aug-2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the left anterior descending artery. After a non-bsc guidewire crossed the lesion, pre-dilation was performed using a non-bsc balloon. A 3.00mmx24mm promus element¿ plus drug-eluting stent was advanced for treatment; however, the device failed to cross the lesion. The lesion was again dilated at high pressure. The procedure was completed with another of the same device and was post-dilated. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break and stent damage.